Event description:
A nurse reported that the valved trocar cannula would not stay in place in the pt's eye during a vitreo retina procedure. The product was replaced to continue with the procedure using the same port entry. There was no pt harm reported. There is no sample available for this report per the reporter. No additional event details are available for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).